Manufacturer narrative:
Type 2 diabetic stated that he is taking levemir injections as well as using the vgo40. The patient was placed on the levemir after being hospitalized for high blood sugars. There was no allegation of a device failure. Device was not returned. Root cause cannot be determined with the information provided.

Event description:
Type 2 diabetic stated that he is taking levemir injections as well as using the vgo40. The patient was placed on the levemir after being hospitalized for high blood sugars. The patient stated that his blood glucose range now is about 110-120 in the morning. The patient stated that he understands that the vgo is delivering a basal insulin as well as him receiving the levemir basal insulin. There was no allegation of a device failure. Device was not returned.

Manufacturer narrative:
Date corrected. UDI # provided. Initial reporter corrected. Health professional: no checked. Non healthcare professional. Date provided. Follow up #1. Correction checked.